Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery that did not have any tortuosity. A 2.25 x 12 mm xience sierra stent delivery system (sds) was advanced towards the lesion and met initial resistance with the anatomy. Then, when the sds was pulled back into the guiding catheter, the stent dislodged inside it. Therefore, the device was removed along with the guiding catheter as a single unit, and a plain old balloon angioplasty (poba) was performed to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The device was then pulled back and interacted with the guiding catheter during removal causing the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.